Manufacturer narrative:
Customer indicated that their daughter "choked/gagged" on a loose bristle and "(I)t became dislodged". There was no indication that medical intervention was sought or needed. The adaptiveclean brush head is an accessory to flexcare+ power toothbrushes.

Event description:
Consumer complained about her daughter choking/gagging on a loose tuft.